Event description:
As reported by the field, this was a coil embolization of abdominal hemorrhage. An approach was made from the right femoral artery with a sheath (4f). An angiogram catheter was advanced toward the superior mesenteric artery (sma). Then, the microcatheter of hf and marvel were combined and they were advanced to the bleeding site. Embolization was started. The complaint coil, a galaxy g3 mini 1mm x 4cm (glm910040, l13992) was inserted into the microcatheter (mc) and it was winded several times, but it did not fit well. Therefore, it was removed once and became stuck when attempted to be re-inserted. It was removed from there and replaced with another one. The procedure was completed safely. No excessive force was applied to the device. No additional information is available. Based on the analysis of the device received, the embolic coil is damaged.

Manufacturer narrative:
Product complaint # (B)(4). The purpose of this MDR submission is to report the findings of the device investigation. The embolic coil was noted as being damaged, meeting regulatory reporting criteria. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg. Initial reporter phone: (B)(6). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion as reported by the field, this was a coil embolization of abdominal hemorrhage. An approach was made from the right femoral artery with a sheath (4f). An angiogram catheter was advanced toward the superior mesenteric artery (sma). Then, the microcatheter of hf and marvel were combined and they were advanced to the bleeding site. Embolization was started. The complaint coil, a galaxy g3 mini 1mm x 4cm (glm910040, l13992) was inserted into the microcatheter (mc) and it was winded several times, but it did not fit well. Therefore, it was removed once and became stuck when attempted to be re-inserted. It was removed from there and replaced with another one. The procedure was completed safely. No excessive force was applied to the device. No additional information is available. A non-sterile unit galaxy g3 mini 1mm x 4cm was returned to cerenovus inside of a pouch for evaluation. The device was visually inspected, and it was found that the dpu has several kinks, the re-sheathing tool is broken in two and the core wire is protruded from introducer with a kinked condition, no other damages or anomalies were observed during the visual analysis. A microscopic inspection was performed, and it was found that the embolic coil is damaged inside the introducer. The functional test could not be performed since during the analysis it was noted that the dpu has several kinkes and the re-sheathing tool is broken in two, also the embolic coil has a damaged condition. A manufacturing record evaluation was performed for the finished device l13992 number, and no non-conformances related to the reported complaint condition were identified. Cerenovus conducted a visual inspection and microscopic inspection. The functional test could not be performed due to the conditions in which the device was returned. During the visual analysis of the device, it was noted that the dpu has several kinkeds the re-sheathing tool is broken in two and the core wire is kinked and protruded from introducer, these conditions are related with the customer experience regarding the impeded condition, however this cannot conclusively determine. Procedural and other factors may contribute to the finding; however, this cannot conclusively determine. Based on the findings during the analysis, the customer complaint was confirmed. The device was inspected under a microscope and it was found that the embolic coil is damaged inside the introducer, this condition could be related with the customer¿s experience regarding a positioning difficulty, however this cannot conclusively determine since this issue is specific to the patient and procedure at the time of occurrence and cannot be replicated in the lab. Procedural and other factors may contribute to the finding; however, this cannot conclusively determine. Based on the findings during the analysis, the customer complaint was confirmed. Neither the manufacturing record evaluation nor the product analysis suggest that the reported failures could be related to the manufacturing process of the unit. It should be noted that product failures are multifactorial. The instructions for use (IFU) do contain the following recommendations: ¿ if unusual friction is noticed during advancement or retraction of the microcoil system through the introducer, open the rhv main valve, and partially withdraw the distal end of the introducer to expose its tip within the rhv. Tighten the rhv main valve, and flush the y-connector of the rhv with sterile saline and verify that fluid exits the slit in the clear portion of the introducer. After flushing, reinsert the introducer into the infusion catheter hub as described in ¿microcoil placement¿ section above. ¿ if unusual friction is still noticed during advancement or retraction of the microcoil system, verify flush lines are open and properly pressurized. Then slowly withdraw the entire microcoil system and examine for damage. Replace it with a new microcoil system. If friction still exists, withdraw and examine the delivery catheter system. ¿ if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Assignment of root cause for the events remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failures and damages on the returned system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.